Event description:
A malfunction on the pump was reported, but no notable events occurred prior to the issue. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information on how to reset the pump and assisted with the reset process. The malfunction did not recur, and the customer was able to continue using the pump. They were advised to call back if the issue reoccurred, and the customer understood these instructions.